Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a sudden change in stimulation. No falls or any other trauma was reported. A full parameter diagnostic indicated several contacts read invalid impedance values. The physician obtained an x-ray and is of the opinion that the lead tail exhibits a fracture. Surgical intervention is pending to address the issue.